Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additional non-reportable evaluation findings were as follows: due to damage on charged coupled device unit the image has white dots, the adhesive on the bending section cover was detached, the connecting tube had a scratch and coating peeling, the light guide tube had scratches, low angulation and free play due to deterioration of the angle wire, and due to wear of angle wire, the bending angle in up/down/left direction does not meet the standard value. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the duodenovideoscope had reduced scope angulation. This issue was found during preventative maintenance. The device was returned for evaluation. During the device evaluation, the forceps elevator foreign material was found. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in duodenovideoscope, tjf-q170v, operation manual chapter 3 preparation and inspection. IFU states that preventive measure in duodenovideoscope, tjf-q170v, reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.